Manufacturer narrative:
(B)(4).

Event description:
It was reported that inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. It was indicated that description of off label/ patient misuse occurred, which is off label usage/misuse of the device. The sensor was inserted into the arm, which is off label usage of the device, on 03/28/2019. Data was evaluated and the allegation was confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid.